Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon ballooning of the aortic body stent graft sealing rings, extravasation of the aortic vessel was observed inferior to the renal arteries and the patient experience hypotension indicative of an aortic rupture. An aortic cuff was implanted followed by ballooning successfully resolving the potential rupture. The aneurysm was successfully excluded and there have been no additional patient sequelae reported.